Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reported 5fu chemotherapy bag infused in 6.5 hours when it should have run for 24 hours. No patient harm or medical intervention required. Event log review, testing and inspection performed on device. Event log reviewed determined device was in use starting on (B) (6) 2008 at 9:52 pm. On (B) (6) 2008 at 10:19 pm a new vtbi of 1000ml was entered. At 7 hours later the device was turned off. Data from the event log found no programmer anomalies and contained no events or alarms during this 7 hour timeframe. Testing and inspection found device delivering within specifications. Visual inspection determined device clean and free of contaminants with mechanism assembly intact and good working conditions with all occluder springs present and correctly installed. Unable to replicate reported incident.